Manufacturer narrative:
The device was not available to return for evaluation.

Event description:
Pump was originally primed on friday (B)(6) 2017. It was not used then. On monday (B)(6) 2017, discarded circuit. Leaking from bottom/center of cone. Appeared to have a dime size crack at the central "shaft" area. (No contact with the patient)